Event description:
After duett placement pt developed pulseless right foot. Angio revealed "seven" pvd with chronic total "sna" occlusion and intimal disruption of right femoral artery with thrombus. Pt taken to surgery and proximal thrombus removed, but unable to obtain distal run-off flow. Pt underwent a right above the knee amputation.